Event description:
It was reported that the patient indicated his inflatable penile prosthesis (ipp) is exhibiting deflation issues. He has had double hernias for the past 8 months, which was not related to the device, and the deflation issue has been apparent since then. Recently, his doctor was able to deflate his device in the office but within a few hours, the device was already partially inflated. Furthermore, the ipp has been auto-inflating at night and the patient wakes up with his device halfway inflated. The patient saw his doctor who was unable to deflate him this time, due to the deflation button unable to be recognized/palpable. The patient was scheduled for surgery for the repair of his hernias and his doctor will assist the surgery for ipp evaluation and resolution. The device was not explanted as the physician was able to deflate the device.